Event description:
It was reported that the pta balloon would not fully deflate following the first inflation to nominal burst pressure in an a/v fistula. The balloon was retracted without difficulty to the access site and a scalpel was used to nick the balloon, allowing for it to fully deflate. The device was then retracted through the sheath without further incident. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.